Event description:
It was reported that during the implant attempt the guidewire would not pass through the lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors were distorted. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant.